Manufacturer narrative:
Block h6: patient code a050702 captures the reportable event of difficulty resecting the target polyp. Block h10: (product investigation): one sensation snare was received for analysis. The device was carefully inspected and the loop was within specifications. The device passed continuity test since electrical resistance was within specifications of 10.7 ohms indicating a proper connection (the electrical resistance shall be less than 20 ohms per non-rotatable snares electrical resistance). Functional evaluation of the returned device found that the device was tested in the 10-inch loop fixture and it was able to extend completely and retract without issues. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this product investigation was assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional test. No issues were noted with the electrical device testing during continuity test. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, when attempting to apply cautery, the device was not able to transmit any electrical current which resulted in difficulty resecting the 1-2 cm target polyp. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. There were no signs of cautery (tissue turning white, blanching) and there no other issues noted with the device. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, when attempting to apply cautery, the device was not able to transmit any electrical current which resulted in difficulty resecting the 1-2 cm target polyp. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. There were no signs of cautery (tissue turning white, blanching) and there no other issues noted with the device. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.